Event description:
Case manager reported hospitalization due to high blood glucose. Caller stated that customer has been hospitalized twice for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.